Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph procedure, the fiber was observed to be forward firing. No information regarding how the procedure was completed was provided. Patient outcome: "no injury" reported.